Event description:
Coronary intervention of a circumflex branch, viper wire was placed distal to the lesion, coronary orbital atherectomy catheter inserted over the wire, multiple passes (8) occurred through the lesion with this catheter. On the last pass the orbital catheter encounter the flex tip of the guide wire causing the tip of the guidewire (viper) to shear off. FDA safety report ID# (B)(4).